Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. See also MFR report number 2032227-2010-83241.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia and vomiting. The customer's blood glucose reading was 584 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. No infusion site or set problems were noted. The customer uses quick-set infusion sets. At the time of the report, the insulin pump alarmed no delivery. Nothing further was reported.